Event description:
A report was received that the patient had a burning sensation in the abdominal area. The patient underwent an explant of the lead. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.